Event description:
The customer complained about poor odor containment after one week of use.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since "poor odor containment" may be a result of a increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. Additional info provided on (B)(6) 2013 by a local sales representative found the "poor odor containment came from the catheter, not from the pouch." The representative also stated the pt had a legionella infection and now has a clostridia infection. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. (B)(4).